Event description:
The 4 of 5 days after insertion, experienced chills and fever. Increased until 11th day. Pt called for ambulance and transported to hospital emergency room. Emergency room doctor thought the catheter had infection, pulled catheter. Resolved within 1 hour. Culture was negative.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of revl0144 showed no other similar product complaint(s) from this lot number.